Event description:
It was reported that the patient's left ventricular (lv) lead was not capturing in any configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Concomitant medical products: d334trg, ICD, implanted:(B)(6) 2014. (B)(4).